Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2015-00088, 3005188751-2015-00105. During a cardiac ablation procedure, a pericardial effusion occurred. A therapy cool path duo ablation catheter was connected to a hansen robotic sheath. While manipulating the ablation catheter, a pericardial effusion was noted on fluoroscopy and confirmed via echocardiogram. A pericardiocentesis was performed and the patient stayed stable throughout. No performance issues were noted with the devices.